Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during unspecified procedure, the user facility experienced damages of a non-olympus guide wire (cook, acrobat) by the forceps elevator of the subject device three times. The user facility completed the procedure using another non-olympus short type guide wire (cook, acrobat) in combination with the subject device. The user facility commented that this phenomenon may have occurred due to the edge of the forceps elevator of the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g. (Oekg) for evaluation. The evaluation could not find any irregularity in the forceps elevator. The exact cause of the reported event could not be conclusively determined.